Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a bowel resection, the handpiece was closed on tissue and would no longer open. The device was cut from tissue with no ill effect to the tissue or the pt. Another device was used to complete the procedure without incident.